Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) avant guard clinical study, subject ID: (B)(6) it was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced chest pain associated with pericarditis. The day after the procedure the patient presented with chest pain they described as 8 out of 10 and that the pain radiated to the right arm, right fingers, and their neck. After ECG readings were taken the patient was given fentanyl and oxycodone. The patient was not admitted to the hospital and is expected to make a full recovery. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.